Event description:
It was reported that the patient underwent generator replacement surgery. During the surgery the existing leads were connected to the new generator and the lead impedance was within normal limits. The previously reported high impedance was resolved by pin re-insertion. The suspect product, the generator, has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
Suspect device. Corrected data: previous supplemental report inadvertently changed the suspect device to the generator updated to lead.

Event description:
No known relevant surgical intervention has occurred with the lead, suspect product, to date. No further relevant information has been received to date.

Event description:
The generator was replaced prophylactically and returned to the manufacturer for product analysis. The generator performed according to functional specifications and there were no abnormal performance or any other type of adverse conditions found. No further relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's vns and the patient was referred for surgery to address the high impedance. The patient's current lead information is not known. Multiple attempts for additional information have been performed, but no additional or relevant information has been received to date. No relevant surgical intervention is known to have occurred to date.